Event description:
Customer reported a cartridge alarm issue that occurred during pumping, which they had previously reported with the same pump serial number. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support decided to replace the pump as it was no longer under warranty, and the customer was interested in obtaining an out-of-warranty loaner pump. The customer planned to discuss backup therapy options with a healthcare provider and continued the process of receiving a loaner pump, including engaging with technical support to finalize the agreement and shipping arrangements.